Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged and leaked the following information was received by the initial reporter with the following : carfilzomib infusion picked up from pharmacy in special handling bag. Nursing went to hang drug and liquid noted in the bag. Tubing snapped right below chamber and drug leaking out into bag. Medication returned to pharmacy to be remade. Date of event: 11/28/23.